Event description:
It was reported that during a adjustable band procedure, the balloon was punctured during placement. A new band was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.